Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/17/2014), the patient¿s meter has been returned on 10/2/2014 and evaluated by lifescan product analysis on 11/5/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter (onetouch verioiq) read inaccurately high in comparison to the patient's feelings/normal results. The patient reported that they obtained results of "260 and 267mg/dl" on the subject meter. During troubleshooting the customer care advocate got the patient to perform a control solution test, and the result was not in range. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.